Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device's life cell capacity and current drain were within normal variation. The device is currently undergoing operational and functional testing. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to report that this device's monitoring voltage was 2.67 volts and was associated with a charge time of 18.7 seconds. Technical services suggested continued latitude monitoring and would discuss the device's beeping tones with the patient. The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.